Event description:
Importer ref. #: cc-cpl-2019-00418. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the compressor alarmed for low pressure. Six months after the reported incident, the customer has not yet requested that the compressor be inspected and repaired. If the compressor cannot deliver enough air pressure during ventilation, alarms for low air supply pressure and high o2 concentration may appear. If no o2 gas is connected to the ventilator, stop of ventilation may result as a worst case scenario. The conclusion in this matter is that alarms for low pressure were generated. The root cause cannot be established due to lack of information.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).